Event description:
It was reported that the 9900 system intermittently would reboot during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The fluoro functions board was replaced and the candle sticks were re-greased during the service call. The system was tested and found to be working as intended and put back into service.